Manufacturer narrative:
An extended investigation has been conducted, which involved a manufacturing review (including 5 years of device history records (dhrs)), previous complaint and corrective and preventive action (CAPA) investigations conducted for blank screen issues, process failure mode effects analyses (pfmeas), design controls, and design failure mode effects analyses (dfmeas), risk management reports, risk evaluations, and label copy. The investigation did not identify any indication that the product did not meet specification. If the product is returned, an investigation will be performed. Investigation of the returned product determined the cause to be isolated to the microprocessor/microcontroller/processor. Although glucose results may be delayed, blood glucose could be determined by alternate means, including use of another blood glucose meter, seeing a physician (as recommended in product labeling), or by seeking treatment at a health care facility. Upon extended investigation it was determined that the returned freestyle lite meter is the cause of the blank screen due to a faulty central processing unit (cpu), thereby preventing the meter from powering on. Since the cpu acts as a communication link between different components on the meter, any damage to the cpu could prevent the meter from powering on. Mix-match testing was performed, and a known good cpu was placed on the returned printed circuit board assembly (pcba). The returned meter powered on and was able to function as intended. When the returned cpu was placed on a known good pcba, the known good pcba did not power on. Thus, the cause of the reported power related issue is due to a faulty cpu. This complaint is confirmed to a faulty cpu. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.